Event description:
The customer reported that on (B)(6) 2014, his blood glucose reached 367 mg/dl and the cannula dislodged form the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged form the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.